Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines. However the customer had observed contamination in the microwell incubator and had thoroughly cleaned the microwell incubator prior to the within run vitros tropi es precision test. Therefore an instrument related issue cannot be entirely confirmed as the cause of the event. Based on historical quality control results, a vitros tropi es reagent related issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. In addition, the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer observed a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample tested on a vitros eciq immunodiagnostic system. Patient sample result of 0.060 ng/ml versus the expected result of 0.014 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es results was reported from the laboratory, however, there was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).